Event description:
Consumer claims using the heating pad on her leg while in bed. She fell asleep and awoke four hours later to find the heating pad under the sheets and it had burned her bedding. Consumer states she had a slight burn on her side that did not require medical attention.

Manufacturer narrative:
Consumer was sleeping while using the heating pad which is a direct violation of the instructions and warnings provided. The product was crushed by the consumer, which is also a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.